Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was intentionally placed high with the depth on the non-coronary cusp at 0 mm and 2 to 3 mm deep on the left coronary cusp. After release of the valve, there was zero paravalvular leak (pvl). The physician decided to remove the safari guidewire using a non-medtronic catheter. As the catheter was being removed, it appeared to pull on the outflow crowns that were on the inner curve of the aorta. The valve dislodged above the annulus and was snared and pulled above the sinotubular junction. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.